Event description:
A low reading issue was reported with the adc device. A customer reported receiving low sensor scans of 81 mg/dl and 183 mg/dl when compared to competitor meter results of 201 mg/dl and 210 mg/dl. The customer experienced symptoms described as ¿eyes are all over the place and sleepy¿ and was unable to self-treat. The customer had contact with a healthcare professional who administered a 15cc insulin injection for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.